Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-implant check, a rise in capture threshold and drop in sensing was observed on the atrial lead. A micro-dislodgement was suspected. The patient was asymptomatic. The lead was successfully repositioned.